Event description:
It was reported that during a supply change the insulin cartridge cracked and fragments became lodged in the ilet, after which the user successfully removed the pieces using tweezers and by advancing the motor to push out the remaining cartridge components; blood glucose was 156 mg/dl and the infusion set was teflon. Customer care provided support that included remote troubleshooting and user guidance to clear the cartridge well and verify it was free of glass before reinstalling supplies. Investigation of this case revealed a cracked cartridge with retained fragments in the cartridge compartment that were cleared, with the device functioning as expected after re-supply. Symptoms included no adverse clinical effects. Outcomes included successful completion of a full supply change and resumption of insulin delivery without alarms. It was concluded, based on previously established findings for similar reports, that the cause was user handling during cartridge change leading to cartridge damage.